Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right atrial (ra) lead at 0.5mv (millivolts). The programmed sensitivity is automatic gain control (agc) at 0.5mv. The stored right atrial automatic threshold (raat) test showed undersensed atrial beats after the loss of capture (loc). Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.